Event description:
I bought a uv phototherapy lamp from (B)(4) ((B)(4)) for my psoriasis but it burned my skin on face badly the first time I used it. I am now still in hospital. I realized that this psoriasis lamp is illegal to be sold online without prescription after I talked to my physician about this lamp. It violates FDA policy that it is online for sale to individual without prescription. FDA must do something. FDA should require (B)(4) to remove this item from its website. FDA safety report ID # (B)(4).